Manufacturer narrative:
The device was returned to the MFR and an eval is anticipated. This report will be updated when the eval is complete.

Event description:
It was reported that the control switches from off to standard on its own. No further info was known by the customer.